Event description:
It was reported that an ilet displayed alert 41 indicating an insulin absolute range error, which persisted after a restart, and the patient switched to backup therapy; blood glucose was 196 mg/dl with no reported symptoms and no hospitalization. Symptoms included no clinical effects. Outcomes included interruption of automated insulin delivery and the need to transition to alternative therapy. Investigation included device history review, review of production records, and a request for device return and analysis. Investigation of this case revealed a device alarm consistent with an insulin delivery range fault. It was concluded that the device will be replaced and the original device will be returned for evaluation.